Event description:
It was reported that the low flow and speed changes were related to patient issue and a possible device issue as the flows returned back to normal spontaneously. Additional information noted that the patient expired on 06nov2020 due to sepsis.

Manufacturer narrative:
Section b5: additional information. Patient death is addressed under MFR # 2916596-2020-05936. Section b1, d6, g3: correction. Section h6 (device code): additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's urinary tract infection could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of gastrointestinal (gi) bleeding and a small subacute hemorrhage could not conclusively be established through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log files contained data from (B)(6) 2020 and found that the pump maintained a stable speed without issue. Low flow alarms were captured on (B)(6) 2020. Through the periodic log files, estimated flow appeared to decrease from (B)(6) 2020. Estimated flow remained lower from (B)(6) 2020 and significantly improved by the end of the day on (B)(6) 2020 where it remained through (B)(6) 2020. The system appeared to be operating as intended and there were no other notable alarms active in the log files. The patient ultimately expired on (B)(6) 020 due to sepsis (refer to MFR # 2916596-2020-05936). Heartmate 3 lvas, serial number (B)(6), has not been returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06dec2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists bleeding, stroke, and local infection as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. Section 6 also includes information regarding how to prevent and control infection. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, contains several sections with information about how to prevent and control infection. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 lvas instructions for use (IFU) lists bleeding and stroke as adverse events and infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This document provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as considerations for when there is a risk of bleeding. This IFU, as well as the heartmate 3 lvas patient handbook, also provides information regarding how to prevent and control infection. The IFU provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flow alarms starting on (B)(6) 2020 and is now only flowing about 2.5-2.7 liters despite 3 units of packed red blood cells and starting on dobutamine. Echocardiogram with aortic velocity opening every beat. Lactate dehydrogenase is in the 300's. Computed tomography with contrast was performed on (B)(6) 2020 and no abnormal findings were reported. Echocardiogram was normal and as of today lactate dehydrogenase and heartmate iii powers are within normal limit. Speed increased to 6200 rotations per minute. Patient was admitted for gastrointestinal bleed and underwent a scope on (B)(6) 2020 as well which found 2 arteriovenous malformations that were treated. Controller exchange was requested. Patient had a treatment for urinary tract infection and downtrend in flows. Patient was started on a heparin drip after gastrointestinal bleed resolution on (B)(6) 2020. Pump speed was increased, a small subarachnoid hemorrhage was discovered on computed tomography. Heparin drip stopped and speed decreased to 6000 rotations per minute and 2.9. T liters per minute. The plan is to continue supportive medical therapy.